Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, an alert for out of range hv impedance was observed. Impedance measurements in clinic were within normal range. There were no adverse consequences to the patient. No further information is available.